Event description:
Surgeon asked for a maryland ligasure, as they were using it, noticed that the jaws don't open completely and the blade is half-way activated. Product fail report filled out, item submitted to pod. Item: ligasure maryland jaw laparoscopic sealer/divider 5mm-37cm product code: lf1937. Lot: 311500325x.